Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient was experiencing an altered mental status and was hospitalized. It was noted that the patient's vitals were within normal limits. The caller questioned if the drug infusion system was working effectively and if the medication was still in it. It was reported that the patient's follow up clinic was contacted. No further complications have been reported as a result of this event.